Event description:
In 2008, the sales rep reported that during a revision surgery to explant hardware and perform adjacent level fusion, the surgeon could not get the regular driver to seat properly on the last screw to be removed. He then chose to use the threaded screw removal driver. When he engaged the screw and twisted, the end of the driver broke off and was attached to the screw. He was able to remove the screw and attached portion of the driver with a pair of vice grips that he twisted. The surgical delay was confirmed to be approx 15 mins.

Manufacturer narrative:
Requests have been made for the return of the prod. Eval is pending upon return of the prod.